Event description:
It was reported that dsa performed after 4 months from the index procedure showed kinking and stenosis of proximal marker of the enterprise vrd ((B)(4)/lot unk). The enterprise was used for re-coiling acom aneurysm 3 years after sah treated with an unknown number and type of codman coil/coils. During the initial placement of the stent there was a minimum on 5mm beyond the aneurysm neck. There was no migration during the procedure, and the stents covered the aneurysm neck. There was no significant vessel spasm, nor associated patient adverse event noted. The aneurysm was broad neck aneurysm and the vessel diameter was 2.5 ¿ 5mm proximal to distal. The implant date was between the years of 2011 ¿ 2013. The admitting diagnosis was sah, and there is no patient information available.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. Please note that event date is unknown. (B)(4).

Manufacturer narrative:
It was reported that dsa performed after 4 months from the index procedure showed kinking and stenosis of proximal marker of the enterprise vrd ((B)(4)/lot unk). The enterprise was used for re-coiling acom aneurysm 3 years after sah treated with an unknown number and type of codman coil/coils. During the initial placement of the stent there was a minimum on 5mm beyond the aneurysm neck. There was no migration during the procedure, and the stents covered the aneurysm neck. There was no significant vessel spasm, nor associated patient adverse event noted. The aneurysm was broad neck aneurysm and the vessel diameter was 2.5 ¿ 5mm proximal to distal. The implant date was between the years of 2011 ¿ 2013. The admitting diagnosis was sah, and there is no patient information available. The devices remain implanted and are not available for analyses. No lot numbers were provided and no DHR could be conducted. With the limited information it no possible to determine the cause of the event stenosis, however stenosis of the stented segment is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use. Underlying patient and procedural factors may play a role; however, based on the available information, no conclusion can be made regarding possible contributing factors. With review of the limited information, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. (B)(4).